Event description:
Rptr stated she recently experienced the er1 message. Rptr retested and her blood glucose values were very low: 37, 33, 32. It was discovered her teststrips were expired. It was explained that expired teststrips can give inaccurate readings.